Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected bolus stopped alarm noted. Device programmed with bolus deliveries with the test reservoir, including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The medtronic diabetes senor territory manager reported via phone call that the customer was hospitalized for the high blood glucose and diabetes ketoacidosis. The customer's blood glucose was 600 mg/dl. They checked the insulin pump settings, it was all correct, does self test and displacement test, both passed, but when he tried to do bolus it said that insulin pump was delivering a bolus but no insulin coming out of the tubing. The insulin pump will be returned for analysis.